Event description:
Consumer reports getting very high readings (as well as normal readings) when testing within a couple of minutes. Analysis run on clark error grid using mean average reading (193) as reference point vs. Bd readings (379, 98, 103) yeilded some data points in the c range of the grid, outside the acceptable limits.